Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the battery was low, he changed it but the insulin pump was not taking the battery. Customer stated that he has been receiving weak battery alerts when changing the battery for a few months. The night of the call, the customer stated he tried an entire pack of batteries and was receiving failed battery test alarms. Blood glucose value is unknown. The customer declined to continue troubleshooting and requested the device to be replaced. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.